Manufacturer narrative:
720185-01, 743129001, reservoir flat iz 100 ml.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to aneurysm in cylinder. Physician tried to cycle the device but troubleshooting did not work. All components were explanted and replaced.